Event description:
Reporter indicated a vns dell x50 handheld computer was unresponsive when a stylus was used. Performing a hard reset did not resolve the issue and the screen would still not respond to the stylus.attempts for return of the suspect computer are in progress.

Event description:
The suspect vns computer and flashcard were received for analysis. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. An analysis was performed on the returned handheld computer and the reported allegation was verified. During the analysis it was identified that the touchscreen was unresponsive. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.